Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A f/u report will be provided.

Event description:
The customer reported elevated white blood cell content in the blood product. Donor unit #: (B)(6). The pt age, sex and weight is not available at this time. The disposable is not being returned. This report is being filed due to device malfunction that has the potential for injury.